Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 66-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While repositioning the impella cp, the doctor pulled the impella back across the valve into ascending aorta and was unable to successfully re-cross. Patient brought back down to ccl to replace the impella cp. There was no harm to the patient.

Manufacturer narrative:
The investigation for reported positioning issue has been completed. The pump was not returned for investigation. According to the provided clinical information, the impella was pulled out into the aorta during the repositioning of the pump. The cause of the positioning issue was most likely use related based on given clinical details.